Manufacturer narrative:
Onsite testing of the involved devices (a patient monitor model 91393 with command module model 91496) by a spacelabs field service engineer confirmed that the equipment worked to specifications. The testing was witnessed by a facility staff member.the patient retrospective data was provided by the customer. Investigation is underway. We will file a supplemental report when our investigation is concluded. Placeholder.

Manufacturer narrative:
Using the patient retrospective database provided by the customer we observed the patient was in a constant of alarm state for high priority events during the reported time of the episode. The monitor alarmed appropriately and the alarms events were captured in the alarm logs of the database. There was no malfunction. This report is considered final and the issue closed.

Event description:
Spacelabs received a report that a patient had 23 beats vt without any indication if it alarmed. No one was injured as a result of this event.